Event description:
A minimum fill notification was reported, requiring the customer to attempt loading a new cartridge with approximately 175 units of insulin. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through the correct loading technique for a new cartridge, which successfully resolved the issue, allowing the customer to resume insulin delivery.